Event description:
It was observed during the device inspection, that the colonovideoscope had foreign objects come out of distal end and cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to clogging of channel tube, foreign objects come out of distal end; distal end cover has foreign objects; adhesive on the bending section cover or distal sheath rubber has scratch; adhesive on the bending section cover or distal sheath rubber has crack; due to clogging of nozzle, water removal ability does not meet the standard value; universal cord has a scratch; switch1 has a cut, switch2 has a scratch; switch3 has a scratch; switch4 has a cut; protector of universal cord on control section side is damaged; and distal end cover has a dent. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, g2 (unmark user facility) and h6 (health effect impact code-2645). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the biopsy channel of insertion section and bending section cover of distal end was not identified. The reprocessing bending section cover of distal end was done according to instruction for use while the reprocessing for biopsy channel of insertion section was not known. There were no deformations on the foreign material residue points. However, a definitive root cause could not be confirmed. The instruction manual states the detection method associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection.", and preventative measures in " cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.